Event description:
It was reported that the patient underwent an unknown olif spinal procedure with cage instrumentation. During the procedure, the surgeon was "trying to introduce the cage and due to exercised force put on cage and holder because of excess osteophytes on vertebra, the surgeon advised that the cage broke, but the surgeon removed the debris and managed to implant it." No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.